Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer 2 is failed and cannot be recovered. The customer reported issue occurred when dispensing medications and able to get medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2 failed and cannot be recovered. The field service engineer tested drawer main 2.1 and found no problems and then checked under the pockets and opened all lids. Then, the engineer reseated all connections and found no issues. The system functioned as intended after the field service engineer repaired the device.